Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and an ECG falloff test. The cause for the failure was isolated to a defective ECG a, b, and front te cable. The root cause for the defective cable could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms.